Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely.